Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of an endometrial polyp resection the distal part of the scope broke inside the endometrial cavity. There was an unsuccessful attempt to retrieve the broken portion of the scope. This lead to a surgical prolongation greater than 30 minutes. Currently the patient is reported to be well. No further reports of patient harm.

Event description:
Additional information was received from the customer that another procedure was performed and the remaining part of the scope was successfully extracted. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: b2, b5 and h6. Corrected field: d4. As per investigator, the provided serial number was wrong. Updated d4 to unknown. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation or reprocessing of the instrument or during the last procedure. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.